Event description:
It was reported that there was a leakage of blood when connecting a y-connector to the hub of one 6f launcher guide catheter during a procedure. The issue occurred during prep inside the lesion. The device was being used in a moderately tortuous, mildly calcified lesion in the ostium left main (lm) coronary artery. It was initially suspected the problem was with the y-connector which was replaced and connected to the same launcher device, however, the leakage persisted. There was no damage at the leak site. The device was inspected prior to use with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. The problem was resolved after opening a new 6f launcher guide catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was flushed prior to use with no issues noted. The replacement launcher was used with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. There was no physical damage to the device/device components. The leak test passed. No evidence of a leak site at any point on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.